Event description:
It was reported by the neurosurgeon that the patient was scheduled for a pocket revision. It was reported by the neurologist that the patient's generator had slipped in the pocket. It was stated by the patient that their vns looks and feels different as if vns is sticking out. Per the neurologist, it was reported the generator was functioning properly. Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was noted by the neurologist that the cause of the generator migration was not known. It was stated that the cause of the vns generator appearing to be "sticking out" was the device may have flipped over. Per the physician, the repositioning surgery was performed to preclude a serious injury as the generator may exert pressure on the skin, which could lead to concern for skin breakdown. No additional relevant information has been received to date.